Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" codes were found in the ventilator's downloaded error log. The ventilator's software was re-loaded and the sd card replaced to address the issues.